Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery. A 3.50 x 38 mm promus premier was deployed and an edge dissection was observed in fluoroscopy. A 3.50 x 12 mm promus premier was deployed to cover the dissection and the procedure was completed successfully.